Event description:
The customer reported that after sealing tissue, the jaws of the device could not be re-opened. The surgeon dissected the tissue directly adjacent to the jaws in order to remove it. There was no pt injury or blood loss. The surgeon opened a second instrument in order to successfully complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.